Event description:
The MFR's representative reported the pump does not seem to be infusing. The hcp suspected either an occlusion in catheter or a malfunction of the pump. The hcp explanted and replaced the entire infusing system. No pt symptoms or outcomes were reported. The pt is doing "fine" with their new drug infusion system. The drug contained in the pt's pump was baclofen (1000 mcg/ml) delivered at 450 mcg/day. Additional info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.